Event description:
My (B)(6) year old daughter has been wearing a dexcom g5 continuous glucose monitor (cgm) since (B)(6) 2016. I feel this is an amazing piece of technology that aids greatly with her diabetes management. Once a week, the sensor needs to be replaced, and the transmitter that goes with the system is designed to last 3 months. For her, this is a painful procedure that causes much physical and emotional stress. This is unfortunate, but I personally believe the health benefits of wearing the cgm outweigh the painfulness of its insertin into her stomach. It has taken great effort to get (B)(6) to where she is today with her diabetic regimen. That being said, I feel I must report the event that took place yesterday. I was informed by the device transmitter, via cell phone notification at around 6 pm yesterday, that the current sensor session was due to end last evening at around 8 pm. The last sensor session had ended the previous sunday, which is our typical day to replace the sensor. On (B)(6), I was alerted via cell phone notification, that the current transmitter was going to last 3 more weeks, and the current sensor session was ending soon. I replaced the sensor, put the transmitter on, and everything went fine. I then proceeded to order more transmitters, and am still waiting for them to arrive. Unfortunately, after I replaced the sensor yesterday, the transmitter would not function properly. I phoned dexcom customer support to ask why the transmitter would not transmit, and was told that it was because we were past the three month window where it would work. My problem, and my complaint stems from being given false information by the device. Had I known the transmitter was not going to work as it said it was, I would never have punctured my daughter's stomach to insert a new sensor. I view the insertion of a new sensor without a working transmitter as a needless assault on my child. Even though the transmitter communicated that it would still function another two weeks, it failed to function as it indicated after it was inserted into the newly inserted sensor. There needs to be an improvement with the software to prevent this type of event from occurring in the future. I am powerless to effect this change, but hope there is something that can be done. Very truly yours, (B)(6) dmd.